Manufacturer narrative:
Approximate age of device ¿ 5 years and 4 months. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on the (B)(6) 2018, multiple pump stoppages were recorded in the system controller log file. The patient was admitted to the hospital and an issue was suspected with the percutaneous lead (driveline). The patient underwent a pump exchange on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump was returned assembled with the percutaneous lead (driveline) severed approximately 1 inch from the pump housing and a severed portion measuring 5 inches was returned separately. Examination of the blood-contacting surfaces found no adhered depositions or thrombus formations. The report of a potentially compromised driveline can be confirmed. The shielding and bionate were removed and examination of the underlying wires revealed a breach in the insulation of the black, brown, orange and red wires. The insulation breaches in the wires appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in these areas. Further examination of the remaining wires revealed no additional wire breaches. The remainder of the driveline was submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. If any of the exposed conductors contacted the braided shield while the system was operating on a tethered power source, the resulting short could have contributed to the reported and pump stoppage events. If the exposed conductors made direct or simultaneous contact with the braided shield, the resulting phase-to-phase short could have contributed to the reported pump stoppage events while operating on any power source. The heartmate ii lvas instructions for use (IFU) and patient handbook explain that all heartmate ii lvas percutaneous leads have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.